Event description:
The customer reported that covidien kangaroo polyurethane feeding tubes (6.5fr) ref 461420e, had manufacture error. Per customer, it looks like during production, the tubes were cut off while sealing the packages.

Manufacturer narrative:
A physical sample was not received for investigation, but a photo was provided. The photo was reviewed, and the reported condition was confirmed. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A definitive root cause could not be determined at this time. However, actions have been implemented to address the reported condition. All information received will be used for further tracking and trending purposes.